Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.9cm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the proximal neck diameter was 25.5mm and the distal neck diameter was 26.8mm. The proximal neck length was 38mm. It was reported that during the index procedure, the final angiogram revealed the presence of an endoleak. The physician felt it was a type iii right at the flow divider; therefore, the physician added an additional limb to cover the area. The endoleak was not resolved. The physician indicated that it could have been a possible type ia; therefore, an aortic cuff was placed just below the renal arteries. After post dilation the endoleak was not resolved. The physician decided to convert the patient to open repair. When the open repair was being performed, the physician noted that the stent graft looked to have good fixation and seal. In addition, the physician identified a large leak from the lumbar into the posterior section of the aneurysm sac and that was the cause of the unresolved endoleak. No additional clinical sequelae were reported and the patient will continue to be monitored. The review of returned pre-implant cta¿s revealed that the proximal neck diameter was 25x26mm just below the lowest left renal. The diameter was 27x30mm (2cm lower) and was moderately calcified along its 5cm length. The neck was essentially straight l-r, and mildly angulated a-p. The max diameter aaa measured 5.9cm. Several patent lumbar arteries are seen feeding the posterior sac. The distal aortic diameter was 26x28mm and was calcified. Both iliacs were straight but moderately calcified. Images post-implant were not provided. The cause of the endoleak seen at implant could not be assessed.

Event description:
From the examination of the returned devices and clinical information provided, the unresolved endoleak seen at implant appears to be from a type ii endoleak seen during the open repair. The four explanted devices were returned detached. No stent graft integrity issues were observed with any of the devices. Pre-implant films returned showed several patent lumbar arteries seen feeding the posterior sac. Images during the implant were not available for review, and the endoleak seen at implant could not be assessed. The devices were also confirmed to have met all endurant ii manufacturing specifications prior to shipment.

Manufacturer narrative:
(B)(4).